Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to belt temperatures too low after nip roller and the heated section. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. The device was not returned

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) when the nurse tried to start the therapy. The adult arctic gel pads were used and had the issue about 2 weeks ago with the same arctic sun device. The target temperature was 32 c and the patient temperature was 37.3 c. They had already walked through checking the lines and also disconnected and reconnected using the proper technique. The arctic sun device placed in a manual control the outlet monitor temperature (t1) was 10.5 c. The outlet control temperature (t2) was 10.5 c the inlet temperature (t3) was 12.0 c the chiller temperature (t4) was 5.1 c the water flow rate was 0.5 lpm the inlet pressure was -0.8 psi the circulation pump command was 100 percent and the mixing pump command was 18 percent . The system hours were 3184 hrs and the pump hours were 2974.6 hrs. Ms and s advised the nurse to swap out the arctic sun device and send to the biomed with a note about the circulation pump. They have other arctic sun device available and was swapped out on the patient (serial number 1234). The nurse called back tried to start the therapy by using a new arctic sun device and the new arctic sun device received an alert 02 ( low flow). The arctic sun device placed in a manual control at 10 c the outlet monitor temperature (t1) was 8.7c the outlet control temperature (t2) was 8.8 c the inlet temperature (t3) was 21c the chiller temperature (t4) was 7c the water flow rate was 0 lpm the inlet pressure was -0.1 psi, the circulation pump command was 0 percent and the mixing pump command was 0 percent. The system hours were 2666 hrs and the pump hours were 2574. Also the issue was not appearing to be the arctic sun device issue. The nurse wanted to get the therapy started immediately. Ms and s advised the nurse to swap out the arctic gel pads and place in the office for the follow up by the quality team. Ms and s confirmed that the first arctic sun device was still needed to go to the biomed for the investigation of a circulation pump. The nurse called back ICU unit and confirmed that the therapy was continued with a new set of arctic gel pads and no current issues. Ms and s advised them to call back with any questions or concerns. The therapy continued on the arctic sun device (serial number (B)(6) ).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) when the nurse tried to start the therapy. The adult arctic gel pads were used and had the issue about 2 weeks ago with the same arctic sun device. The target temperature was 32c and the patient temperature was 37.3c. They had already walked through checking the lines and also disconnected and reconnected using the proper technique. The arctic sun device placed in a manual control, the outlet monitor temperature was 10.5c. The outlet control temperature was 10.5c, the inlet temperature was 12.0c, the chiller temperature was 5.1c , the water flow rate was 0.5 l/m, the inlet pressure was -0.8psi ,the circulation pump command was 100% and the mixing pump command was 18% . The system hours were 3184 hrs and the pump hours were 2974.6 hrs. Ms&s advised the nurse to swap out the arctic sun device and send to the biomed with a note about the circulation pump. They have other arctic sun device available and was swapped out on the patient (sn (B)(4)). The nurse called back, tried to start the therapy by using a new arctic sun device and the new arctic sun device received an alert 02 ( low flow). The arctic sun device placed in a manual control at 10c, the outlet monitor temperature was 8.7c, the outlet control temperature was 8.8c, the inlet temperature was 21c , the chiller temperature was 7c, the water flow rate was 0 l/m, the inlet pressure was -0.1 l/m, the circulation pump command was 0% and the mixing pump command was 0%. The system hours were 2666 and the pump hours were 2574. Also the issue was not appearing to be the arctic sun device issue. The nurse wanted to get the therapy started immediately. Ms&s advised the nurse to swap out the arctic gel pads and place in the office for the follow up by quality team. Ms&s confirmed that the first arctic sun device was still needed to go to biomed for the investigation of a circulation pump. The nurse called back ICU unit and confirmed that the therapy was continued with a new set of arctic gel pads and no current issues. Ms&s advised them to call back with any questions or concerns. The therapy continued on the arctic sun device (sn (B)(4)).